Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up the diagnostic data could not be displayed on the device. It was noted that the patient had underwent radiation treatment. The patient condition is stable and no adverse consequences were reported. The device was electively replaced since it was reaching normal eri.